Manufacturer narrative:
The system was examined, but was unable to replicate any issue related to the reported event. The system was tested and found to meet product specifications. The system was manufactured on november 17, 2010. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that system had a laser power loss prior to a surgical procedure. There was no patient involvement.

Manufacturer narrative:
The system was examined, but was unable to replicate any issue related to the reported event. The system was tested and found to meet product specifications. The system was manufactured on november 17, 2010. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in d.10., h.3., h.6. And h.10. The system was examined, but was unable to replicate any issue related to the reported event. The system was tested and found to meet product specifications. The system was manufactured on november 17, 2010. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).